Manufacturer narrative:
(B)(4). The device history review for the product auto end05 ml, lot #73m1600201 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Several clips fell out of the device in sequence when a clip properly loaded the device jammed. Several clips fell inside of the patient and they were all removed. The patient's condition is unknown at this time.